Event description:
Healthcare professional reports that a patient experienced edema in the lips 5 months post injection with 1 ml juvéderm® volift¿ with lidocaine in the lips; injection occurred with expired juvéderm® volift¿ with lidocaine. Botox® and juvéderm® voluma¿ with lidocaine were injected concomitantly. Juvéderm® voluma¿ with lidocaine was injected in the malar region, however patient had no event in this area. Patient developed infection in the mouth after the procedure as streptococcal disease. Prednisone 20mg per day for one week and "cypro" for one week. Symptoms were resolved one month after symptom onset.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient experienced edema in the lips 5 months post injection with 1 ml juvéderm® volift¿ with lidocaine in the lips; injection occurred with expired juvéderm® volift¿ with lidocaine. Botox® and juvéderm® voluma¿ with lidocaine were injected concomitantly. Juvéderm® voluma¿ with lidocaine was injected in the malar region, however patient had no event in this area. Patient developed infection in the mouth after the procedure as streptococcal disease. Prednisone 20mg per day for one week and "cypro" for one week. Symptoms were resolved one month after symptom onset. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00734 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.